Event description:
New information received notes the right ventricular (rv) lead had high defibrillation impedance and noise. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure there were no patient consequences.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance. No changes were made. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.